Event description:
Report received of a tubing separation. The customer reported that a homecare pt was receiving an unspecified chemotherapy medication when the tubing separatged at the distal end of the filter. The customer reported no adverse pt effects. Though requested, there was no further info available.